Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The customer provided one example where the sensor glucose reading was 97 mg/dl and the blood glucose reading was 42 mg/dl but did not provide a date or time for the discrepancy and became frustrated during the call, ending it before troubleshooting could be completed. Customer care attempted to gather additional details and provided standard support by documenting system information and attempting follow-up calls on multiple occasions. During a subsequent callback, the customer stated they were no longer experiencing issues and would contact customer care again if the problem returned. Despite this, internal review of dms showed calibration discrepancies, and the case was escalated for additional review. The case was escalated, a review of the in-vivo data revealed that the user was experiencing transient optical instability around the reported time. Nex level support recommended a sensor re-link as a precautionary troubleshooting step. Emails and phone outreach were attempted without successful engagement. Dms review later confirmed that the customer was actively using the system and had entered a weekly calibration phase, with no ongoing alerts or reported issues. The case was closed due to lack of customer responsiveness and apparent system stabilization, with instructions to follow troubleshooting guidance if the customer contacts customer care again. B4.date of this report 21 jan 2026. G3.date received by the manufacturer? 21 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.